Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was leaking blood and the patient became hypotensive causing the case to be canceled. After the transseptal puncture there was blood flowing back from the hemostatic valve. The patient¿s blood pressure dropped and the procedure was canceled. The medical team confirmed that the patient¿s blood pressure had increased. However, there is no evidence that medical/surgical intervention or prolonged hospitalization was required for treatment or prevention of permanent damage to the patient. For this case, the following has been determined: the hypotension (blood pressure drop) is not MDR-reportable. The bleeding is not MDR-reportable. The hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 2-may-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was leaking blood and the patient became hypotensive causing the case to be canceled. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Due to the conditions of the hemostatic valve, an internal action was opened. A device history record evaluation was performed for the finished device number 50000079 and no internal action was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)